Event description:
It was reported that during an endoscopic retrograde cholangiopancreatoscopy (ercp) procedure, a balloon burst occurred. The stone was located in the common bile duct (cbd). An unspecified guide wire was placed. The extractor rx 12mm x 15mm retrieval balloon was advanced to the cbd, however, upon attempting to remove a stone, the balloon burst "leaving a clear sheath on the guide wire which wouldn't come off". The guide wire was removed from the pt and access was lost. It was noted that no portion of the device remained inside the pt. The procedure was completed with another of the same device. The pt's status is unk.

Manufacturer narrative:
The complaint indicated that the device has been disposed of at the user facility and will not be returned for evaluation, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.